Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized twice for high blood glucose levels. The reported blood glucose reading at the time of the call was 347 mg/dl. The customer didn't have a battery in the insulin pump at the time of the call. Unable to troubleshoot. The customer didn't have a tubing clamp either. The customer felt that the hospitalizations were caused by the infusion sets that were being worn at the time. Nothing further was reported.